Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported intermittently receiving an e-3 message on her adc blood glucose meter. Customer further reported that on (B)(6) 2013, she had not been feeling well for a few days and she lost consciousness and awoke in the hospital. Customer could not remember what treatment or diagnosis was received, but stated her "sister told (her) that when paramedics checked (her) blood sugar, it was over 500 mg/dl". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (61893) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.